Event description:
The customer called to report that he was hospitalized for diabetic ketoacidosis with blood glucose levels above 600 mg/dl. The customer stated that he experienced vomiting, headaches and muscle soreness. Troubleshooting was performed, and the daily totals did not match with the bolus and basal rate delivery totals. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No daily total anomaly was noted.